Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to patient injury. Device issue: stent dislodged. It was reported that while preparing for a ptca/stent procedure, the stent became dislodged when it was pulled from the hoop during unpacking. No patient involvement was reported. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation- quality engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned. It was reported that the stent dislodged when removed from the hoop. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for this lot met stent security criteria, which would indicate the unit had an adequate crimp. No determination can be made as to the root cause of the reported dislodgement.